Event description:
The facility's biomedical engineer reported an infusion pump with a 715:00 failure code. The biomed stated to baxter customer service that the failure occurred during routine biomed testing. There was no patient injury or medical intervention as a result. The biomedical engineer stated they have no record of any patient incident involving the pump since the last baxter service event.